Event description:
It was reported that on (B)(6) 2010, the 4.0 x 18 mm promus stent was implanted in the mid left anterior descending artery. The patient was discharged on (B)(6) 2010. On (B)(6) 2012, the patient presented with chest pain and possible myocardial infarction, with ischemic symptoms lasting more than 10 minutes. A cardiac enzyme test was performed which confirmed st elevation. There was no reported treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. Angina, ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.